Manufacturer narrative:
The sample was evaluated. The device was received with the aluminum foil peeled. A visual inspection was performed with the naked eye which revealed that the sponge was fully separated from the cap. The reported condition was verified. The cause was determined to be mishandling during distribution. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was separated from a minicap. This was identified prior to use. There was no patient involvement. No additional information is available.